Manufacturer narrative:
Reader (B)(6) was returned and investigated. Performed a visual inspection on the returned reader and liquid contamination on universal serial bus (usb) port was observed. Performed a visual inspection on the returned adc usb charging cable and no issues were observed. No opens or shorts were observed, and usb/charging cable passed testing. Performed a visual inspection on the returned adaptor and no issues were observed. The power adaptor passed testing and current voltage measured to be within specification. An extended investigation was also conducted. A visual inspection on the returned reader revealed liquid contamination across the usb charging port pins, which prohibited the user from charging the device. The reader connected to pc when plugged into an abbott charging adaptor. The returned reader was able to power on via home button, and time/date was set successfuly. Therefore, this issue is not confirmed to use due to the liquid contamination in the charging port. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. The customer was unable to obtain readings due to a fast-draining battery. As a result, the customer experienced dizziness, trembling, sweating, seizure, and (unspecified) ¿loss¿. The customer reportedly self-treated with food, and no medication was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. The customer was unable to obtain readings due to a fast-draining battery. As a result, the customer experienced dizziness, trembling, sweating, seizure, and (unspecified) ¿loss¿. The customer reportedly self-treated with food, and no medication was reported. There was no report of death or permanent impairment associated with this event.